Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an unknown procedure, the threads were worn on the lcp drill sleeve and unable to be threaded into the plate hole. There was a surgical delay of three (3) minutes. The procedure was successfully completed using the other locking tower in the instrument set. There was no patient consequence. There is no further information available. This report is for one (1) lcp drill sleeve 3.5, for drill bits ø 2.8 mm. This is report 1 of 1 for (B)(4).